Event description:
The hcp reported the patient was in for a refill and a "little fluid noted subque at pocket," the efficacy had been good and there was no volume discrepancy. The hcp did a 5% decrease in the daily rate. No new drug was used and the appropriate programming was verified. The patient became "tired, in bed, and cannot be aroused."